Manufacturer narrative:
The meter involved in this complaint has been returned ((B)(6) 2012) and evaluated by lifescan product analysis on (B)(6) 2012. The meter involved with this complaint failed testing. The meter was found to have a corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers the matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips involved with this complaint passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was prompting an error 2 message. Per the onetouch ultralink meter's user guide this error message prompts when there is a problem with the meter remote or the patient has used a used test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that alleged error 2 message began on (B)(6) 2012 at 8 a.m. The patient reported that he is on insulin pump therapy for his diabetes management. The patient informed the cca that 2 ½ hours after the alleged issue started he began to feel sweaty, which he associated with a high blood glucose level. The patient denied treating himself with insulin but stated that he consumed less food throughout the day, until he got home and was able to use his wife's ultralink meter to test his blood glucose. It is not known what the patient's blood glucose reading was when he got home and was able to test with his wife's meter. During troubleshooting the cca noted that the error 2 message was intermittent. The cca had the patient try turning on the subject meter with 2 different test strips from the same vial/same lot # and the error 2 message only prompted once. The patient confirmed that he was able to turn the subject meter on manually without the error 2 message prompting. The replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported error 2 messages and reportedly developed symptoms suggestive of severe injury after the alleged issue began.